Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The implant was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specification and conforming when they left zimmer biomet. DHR review for the lot (63510211) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. The reported event could not be recreated. The complaint is related to the functional performance of the devices. Potential causes/mechanisms of failure as per rmf rm-002w3 rev 10, hazardous situations and harms as documented in the complaint are referenced in the risk assessment summary. However, based on the investigation, the potential cause is long term improper loading (the device had been implanted for approximately 4 years). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the patient had 2 fractured implants at the platform of the implants, tooth #7 &10. Implants were removed.